Event description:
It was reported that following resterilization the radio frequency (rf) head was unable to plug into the connector port on the programmer. Further investigation revealed that pins inside the connector of the rf head had been bent over. The head was returned for service. No patient involvement was indicated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Bent pins inside of the connector.